Event description:
The nurse reported that the a0336.1 electrode cable started flaming 6-8 inches from the bovie unit during a hysteroscopy procedure. The procedure was successfully completed with a second electrode cable and a second bovie unit. The bovie unit was replaced during the procedure since hosp personnel could not immediately identify the source of the problem. When the procedure was completed, the first unit was sent to the bio medical dept for evaluation and no problems were found. According to the nurse, the settings on the bovie unit were at 90 cur and 90 coag which is the normal setting, perhaps even a lower setting than normally used. The electrode cable will be sent to co for a complete evaluation.